Event description:
On (B)(6) 2015, the reporter contacted animas alleging a multiple "loss of prime" issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 286 mg/dl and was feeling dizzy, lightheaded and had dry mouth. The reported ae with symptoms does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Event description:
There was reportedly a multiple "loss of prime" issue related to a cartridge issue. The patient reportedly remained on the pump.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: a retain cartridge was evaluated by product analysis with the following findings: there were no failures observed during the cartridge lot review. A visual inspection of the cartridge was performed with no damage or defects noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.